Event description:
The hospital reported that during endoscopic vein harvesting procedures, three short port btt black inflation valves dislodged (popped out). As a result, the balloons would not remain inflated. Replacement units were used to complete the procedures. The hospital did not report any patient complications. It is unknown when the cases occurred or how many failed during each case; therefore, all three will be captured in this one case. This report is for the third device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).